Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal and throat irritation, major headaches, felt horrible upon awakening, and blood pressure increased. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Updated: section e - reporter country updated. Section h - evaluation method code, evaluation results code, and conclusion code updated.

Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal and throat irritation, major headaches, felt horrible upon awakening, and blood pressure increased. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 06/22/2025. The device was returned to the third-party service center for evaluation. During the evaluation of the device, there was no visible foam particles found. The device was scrapped. In addition, appropriate code updated/corrected in this follow-up report.